Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years and two months post implant of this 21mm bioprosthetic valve implanted in the pulmonary position, a 18mm transcatheter pulmonary valve (tpv) was implanted valve-in-valve. The indication for the procedure was stenosis and regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the regurgitation was moderate in severity, and the stenosis was severe. The surgeon indicated that the regurgitation and stenosis were due to the pediatric patient out-growing the bioprosthetic valve. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.